Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) levels were over 600mg/dl and correction boluses were delivered to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. During a follow-up, it was reported the customer would perform fill tubing and would not observe any insulin exiting the cannula indicating there is a blockage. The customer's clinical diabetes specialist educated the customer in regards to using other areas on their body for their infusion set site and other site techniques.